Manufacturer narrative:
Correction; health effect - impact code.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. In turn, surgical intervention took place on (B)(6) 2026 wherein the lead was cleaned and properly re-inserted into the ipg. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.